Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection performed at customer quality (cq) identified the cage was chipped at the distal portion (not returned). The break is jagged and oblique. No new issues were identified. A device failure was identified. Due to post manufacturing damage and the tapered design of the cage an accurate dimensional inspection could not be obtained. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 08.803.110s, lot number: h438977, part manufacture date: 15-sep-2017, manufacturing location: elmira, part expiration date: 01-sept-2027. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 10mm x 28mm 10mm height - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional medical/surgical intervention required. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that opal cage was fractured during implantation. The cage was misplaced and had to be taken out in another procedure. This report is for one (1) opal spacer 10mm x 28mm 10mm height - sterile.

Manufacturer narrative:
510k: this report is for an unknown cage/spacers: opal/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows it was reported that during a lumbar ib fusion with viper prime and transforaminal lumbar interbody fusion (t-lif) procedure on (B)(6) 2019, an unknown opal cage was fractured at the area where the device is connected to the holder. It is unknown if there was a surgical delay. There was no adverse consequence to the patient reported. Surgical outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).